Event description:
The facility's biomed reported an infusion pump with an 550 failure code. Additional contact information was requested but not provided. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. It was unknown if the failure occurred during patient use or biomed testing, although it was stated the device was screeching so they took it out of serivce.